Event description:
Developed severe facial rash that persisted; severe, chronic headache; dizziness; feeling malaise; fatigue; insomnia. Consulted with doctor and dme provider. Adjustments were made to equipment (i.e. Mask type was changed a couple of times; ramp speed changed from 15 to 20. Heat changed from 3 to 4. Resulted in no lasting improvement. No one contacted me to inform me of a recall of the philips dreamstation CPAP machine. FDA safety report ID# (B)(4).